Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage past the stopper. The following information was provided by the initial reporter: once sodium chloride drawn into syringe, syringe leaked at midway down the syringe when plunger compressed. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced leakage past the stopper. The following information was provided by the initial reporter: once sodium chloride drawn into syringe, syringe leaked at midway down the syringe when plunger compressed. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use

Manufacturer narrative:
H.6. Investigation: one 3ml syringe (p/n 309657) with a strip of top web from batch #0122547 was received. The sample was visually evaluated. A vertical crack on the barrel extending from the 1.5ml numeral to the 2.5ml numeral was observed. The damage to the barrel was non-conforming per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #0122547 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.